Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of helium loss alarm is confirmed. A puncture to the bladder, consistent with contact from a sharp object, was found on the bladder membrane which caused the helium loss alarm. The root cause of the bladder leak is undetermined, but a potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed for "possible helium leaking" repeatedly and the alarm could not be removed. As a result, the intra-aortic balloon (iab) was replaced and the problem was resolved. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed for "possible helium leaking" repeatedly and the alarm could not be removed. As a result, the intra-aortic balloon (iab) was replaced and the problem was resolved. There was no report of patient complications, serious injury or death.